Event description:
Registered nurse went to connect extension set into intravenous line. The cap was screwed in properly but IV fluids dripped from hub to extension. Rn readjusted cap and still observed a drip from hub of extension of fluids. Another extension set was applied.